Event description:
The hospital reported that during prep for an endoscopic vein harvesting procedure, the scope on the hemopro was put into the cannula and then the harvesting tool was placed in the port of the cannula. The harvester felt resistance while inserting the tool but continued pushing the device through. When the tool exited the distal end, the gray insulation was missing from the jaw. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).